Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill multiple cartridges. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. After multiple attempts, the customer was able to successfully fill a cartridge using the same syringe. Blood glucose level was in the 90's mg/dl range. Tandem technical support educated the customer in common causes of this issue.